Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the patient with this pacemaker experienced atrial fibrillation with rapid ventricular response. There was non physiologic noise observed on the atrial channel along with a few instances of oversensing and inappropriate atrial tachy response. There were right atrial pace (ra) impedance measurements of greater than 3,000 ohms resulting in a lead safety switch (lss). The patient experienced muscle stimulation. The impedances went back down within range after the lss. Technical services discussed programming options and to further test the ra lead. The device remains in service. No adverse patient effects were reported.